Manufacturer narrative:
The cot was evaluated by an authorized field technician. A visual and functional evaluation was conducted. The cot functioned as intended with no malfunctions that would have contributed to the cot not connecting with the safety hook. The cot was returned to service. No further information was revceived pertaining to the patient injuries.

Event description:
The complainant reported while loading a patient into the ambulance, the left side of the cot allegedly slipped off the ambulance floor and disengaged from the safety hook and the cot then rolled and fell to the ground. The patient alleged shoulder and hip pain and was evaluated in the e.r.. No additional information was provided on the alleged injuries.

Event description:
It was reported while loading a patient into the ambulance, the left side of the cot allegedly slipped off the ambulance floor and disengaged from the safety hook and the cot rolled to the side and fell to the ground. The patient alleged shoulder and hip pain and was evaluated in the ER. No additional information was provided on the alleged injury or medical intervention.